Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 250 units of insulin and the insulin gauge decreased to 105 units and remained static. There was no reported impact to the customer's blood glucose level. The customer declined to reload the cartridge and declined further follow-up from tandem technical support.